Manufacturer narrative:
In response to FDA report number: (B)(4). The events of "lymphoma and lump/nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma and lump/nodule. Pathological markers have not been provided.

Event description:
Regulatory agency reported "positive lymph node on the right axillary site for alcl." Pathological biomarkers cd30+ and alk- were not provided. Affected side is the right. Device status is unknown.